Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Insulin pump received with cracked case display window corner and cracked case reservoir tube window corner. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had crack up under the esc button towards the reservoir. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 570 mg/dl. The customer was assisted with troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The customer was treated with manual insulin injection for high blood glucose level. Customer did not allege insulin pump was under delivering. Advice customer to discontinue use of the insulin pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.